Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies or off no power without low battery indicator noted. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with cracked case at the display window corners, battery tube threads. The pump was received with minor scratched on the lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received off no power alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis. The customer mentioned having had blood glucose level of 500mg/dl. The customer declined to troubleshoot.